Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited less than 100 ohms, threshold increased from 0.5 v to 3.25 v and sensing decreased from greater than 5 mv to 0.2 mv. The lead was explanted and relaced.